Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the problem was a device issue, however replacement of the ins did not resolve the issue. No other information was given. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's previous ins system was removed. When asked reason for replacement, caller said that it just stopped working. The caller did not remember if it was normal battery depletion or not. The caller did not recall when the ins stopped working. Further follow up is being conducted to determine the cause of the ins not working and any other relevant details. If additional information is received, a follow up report will be sent. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.